Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0869, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. According to the reporter, essure caused so many problems with her health. She already had 1 surgery and may possibly need a second surgery from all of the negative effects it has had on her body. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had many problems with health and had one surgery from all the negative effects after essure (fallopian tube occlusion insert) insertion. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the reporter mentioned many problems and negative effects with essure and stated one surgery was required; but limited information was given and no reason and details of the surgery was provided. However, since this procedure was related to essure and as no follow-up will be possible, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was required.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.